Event description:
Report received from the us stating "the motor was operating then burned otu." Item was used in a orthopedic procedure, no pt or user injuries were reported. There was no add'l info provided.

Manufacturer narrative:
The device has been received by anspach. The device was evaluated and found to function as designed. The event was not confirmed. If add'l info is received, a supplemental report will be sent. (B)(4). See scanned page.